Event description:
Additional information received from the manufacturer representative (rep) reported that the cause of the increased amplitude wasn¿t determined. The rep disabled the adaptive stimulation option to see if that would help. All impedances were within normal limits. The patient was supposed to call them back if the problem persisted.

Event description:
The consumer reported that there was an issue of increased amplitude from seated position to standing/walking. There was no environmental/external/patient factors that led to or contributed to the issue. An impedance check was performed which showed that the impedance was normal. The adaptive stimulation was disabled by the manufacturer representative and per the patient, they had recently lost approximately 50 pounds due to their ability to increase activity. It was unknown if the issue resolved at the time of the report. No surgical intervention occurred or was planned. Relevant medical history includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.